Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, mildly calcified 100% stenosed distal right coronary artery. The patient presented to the emergency room suffering from a myocardial infarction. A 1.2x12 mm mini trek was advanced to the lesion for pre-dilatation and inflated twice at 10 atmospheres (atm). A non-abbott thrombuster was delivered, but would not cross the lesion. The 1.2x6 mm mini trek balloon was advanced to the lesion and was inflated; however, it ruptured on the first inflation at 4 atm. A non-abbott balloon was used to complete pre-dilatation. The thrombuster device was advanced again and was successfully delivered and thrombus was suctioned from the lesion. A non-abbott stent was deployed successfully at the lesion. Post-dilatation was to be performed with a 3.25x12 mm trek nc balloon; however, the balloon ruptured on the first inflation at 12 atm. A non-abbott balloon was used to perform post-dilatation successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx mini trek 1.20 x 6 mm mentioned is being filed under a separate manufacturer report number. Add'l devices: guide wire: runthrough, fielder; guide catheter: launcher; dil cath: rx mini trek. Device code (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was further reported that the minitrek and trek nc balloon catheters were prepped (air removal) inside the patient. It should be noted that the mini trek/trek nc japan instructions for use (IFU) states to evacuate air from the balloon prior to insertion into the patient anatomy for use. Based on the information reviewed, there is no indication of a product deficiency.